Event description:
It was reported that a patient's right ventricle (rv) lead exhibited oversensing noise resulting in pacing inhibition. On (B)(6) 2025, the physician elected to cap the rv lead and replace it with a new lead. The patient'scondition was stable.